Event description:
It was reported that the female connector (dark blue) separated from the mainbody of a minicap extended life pd transfer set and "unraveled" (no tubing was exposed). This issue occurred after peritoneal dialysis therapy, while trying to disconnect. The patient cut the transfer set in order disconnect and received a new transfer set. No disinfectants were used on the transfer set and no tools were used to open or close the transfer set. There was no report of patient injury; however the patient received prophylactic antibiotics. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.